Manufacturer narrative:
(H3,h6):manufacturing representative went to the site to test the system ,adjusted dingus which resolved the issue for the time being. Codes:b01,c04,d02. Continuation of d10: section d information references the main component of the system.other relevant device(s) are: product ID: bi71000505. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that they were unable to open the gantry while it was around a patient. Site had originally called fse(field service engineer) who suggested to first use the gantry open button on the pendant, then the yellow gantry emergency open button with a pendant button, and then with the wrench. However, when he was using the wrench, he said that it was slipping when he was trying to open the gantry. At this point they were unable to open the gantry at all while the patient was still in the o.troubleshooting suggested they lift and shift the gantry from around the patient, and saite said that they had done that already, and believed that they would be successful in removing the patient from the gantry table.site said that the two pins inside of the gantry by the door were not aligned to the holes on the other side of the gantry door. Field service engineer had instructed site to remove imaging system covers to get a better idea on what was going on.suggested not to touch the gantry further in hopes of not causing any further damage to the system or unexpected parts coming off the system.this issue occurred intraoperatively and caused a unknown surgical delay. There was unknown reported impact on patient outcome.

Manufacturer narrative:
H2:corrected e2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.